Event description:
Reporter alleged she obtained a result of 118 mg/dl on the aviva system and that one hour later, she was disoriented. Reporter stated a result of 93 mg/dl was obtained on her aviva system at the same time that the paramedics obtained a result of 63 mg/dl. Reporter stated she was treated for hypoglycemia with two tubes of paste and also with jelly beans. Reporter stated that something prior to the event, her insulin pump dispensed 0.5 units of novolog insulin and that she had eaten an hour prior to that. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.